Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10, additional defects found during device evaluation (inadvertently left off the initial report). Additional reportable defects were found during device evaluation: distal end is dirty, light guide connector is dirty, eyepiece is dirty, light guide-cover glass is dirty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the shaved biopsy port, it is likely that the event occurred due to the metal part of the instrument or cleaning brush interfering with biopsy port when inserting/ withdrawing instrument or cleaning brush during device handling by the user. Based on the results of the investigation for the dirt/foreign material remaining, it is likely that the event occurred due to reprocessing steps being deviated from instructions for use. The dirt/foreign material was unable to be identified. The event can be prevented by following the instructions for use: "bronchofiberscope bf-e2 series chapter 3 preparation and inspection shows how to detect the events. Bronchofiberscope bf-e2 series chapter 7 cleaning, disinfection and sterilization procedures shows how to prevent the events." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a pinhole on the bending section, water tightness is lost, due to damage on the image guide bundle, the image has a stain. Dents and scratches found throughout the device, adhesive on the bending section cover is detached, bending section has discoloration, due to wear of angle wire, bending angle in up/down direction does not meet specifications, suction cylinder is sticky, control unit is deformed, and grip is sticky. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the bronchovideoscope had low angulation and bending tube deformed during reprocessing. During inspection and evaluation, forceps channel port is shaved off. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.